Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted into the right femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hemolysis noted. Pump was confirmed to be in good position. The automated impella controller (aic) consoles were swapped when the patient was transferred to a new hospital. The placement signal did not re-appear on the new console. The impella was able to be manually restarted to p-7. Motor current was present but no placement signal waveforms were available. Position confirmed by x-ray and echocardiogram. The field representative responded that the pump was repositioned and fluids were given and the hemolysis did resolve then return prior to transfer of hospitals. Further information was not available. The post-procedure outcome is unknown. The impella functioned at p-6 at 2.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Updated information: h6 component code changed to g07001. The investigation for the placement signal issue has been completed. The root cause is unknown because the console was not returned for investigation and the data logs are unavailable for review.